Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefore tried several times to receive more information for this case. Additional information was requested at complainant the latest one on november 10, 2017 but was not available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Device history records (DHR) as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. Review of event description: it was reported that during a removal surgery the small tabs of the the znn lag screw fractured. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents were received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. According to the information received, the product involuntary remains implanted. Review of product documentation: the removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique 97-2493-002-00: "to remove the lag screw it is not necessary that the set screw is completely removed. Turn the set screw two turns backwards and make sure that the set screw is still engaged in the threads of the nail. It is recommended to use the lag screw cannula as guidance for the lag screw inserter while removing the lag screw. Assemble the lag screw inserter through the lag screw cannula into the lag screw. Use the compression device to push the lag screw cannula to the bone. Make sure the lag screw inserter is fully seated. Hand tighten the lag screw inserter with the 3.5mm hex screwdriver. If a secondary option is needed to remove the lag screw, the cm lag screw extraction device ref 00-2490-090-12 can be used. To use the cm lag screw extraction device, align its axis with the axis of the cm lag screw that is being explanted. The conical thread of the cm lag screw extraction device should then be engaged and rotated in a counter-clockwise motion into the exposed lateral threads of the cm lag screw that is being explanted. The rotation direction is counter-clockwise as the cm lag screw extraction device utilizes reverse-cutting flutes to enable mating to the cm lag screw. While rotating, a constant axial force must be applied to maintain the tool driving into the cm lag screw thread. While continuing to rotate the cm lag screw extraction device counter-clockwise, the cm lag screw that is being explanted will unseat from the bone and can be removed". Root cause analysis: root cause determination using rmw: lag screw damaged or tap stripping connection due to users apply much/not enough forces to tight the lag screw inserter and the lag screw leading to damage of lag screw or tap stripping. Possible, it is most possible that the user did not fully connect the inserter with the lag screw. Conclusion summary: it was reported that during a removal surgery the small tabs of the znn lag screw fractured. The device was not returned for investigation. The correct removal of the lag screw is described in the zimmer natural nail system ¿ cephalomedullary standard surgical technique 97-2493-002-00. There are possible causes for the breakage of the lag screw tabs during the removal of the znn nailing system: if the contact surface of the instrument and implant is too small, too high forces will be transmitted on the cams which lead to a fracture of this section. Excessive bone ingrowth onto the lag screw due to long in vivo time of the implant system, which makes high forces needed to remove the screw in a removal case. Pathogenic bone diseases (e.g. Bone tumor) which affect mechanical properties of the bone (harder/ denser bone substance). However, based on the given information and the results of the investigation, a specific root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that during surgery on (B)(6) 2017 the small tabs of the distal part of an unknown znn screw fractured preventing the removal of the device. The screw could be pressed about 10mm by removing the aggressive overflow. This caused a surgical delay of 45 mins.